Event description:
It was reported that during a peripheral stenting treatment procedure, stent damage occurred. The target lesion was located in the interior tibia. A 3.00x32mm promus premier stent was deployed in the target lesion. While trying to pass a non-bsc support catheter through the stent, the stent was deformed. Another 3.0x38mm promus premier stent was deployed inside the deformed stent with good result. The procedure was completed with a different device. No patient complications were reported and the patient is fine. The physician reported that the promus premier stent is not indicated for the leg treatment, but he had no other options for the patient with his current products.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).